Manufacturer narrative:
H6: investigation summary one sample was received for quality investigation. The customer complaint of component damage - leak was verified by inspection. During evaluation of the infusion set, a visual inspection was conducted and no damage was apparent to the exterior of infusion set. The infusion set was then primed and installed into an alaris pump. A simulated infusion was started at a rate of 125 ml/hr and a small leak from a hole in the silicone tubing of the pumping segment was identified. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for the issue seen in this complaint could not be fully identified based on the description of events provided by the customer. Based on previous investigations of similar failures, the probable cause for the hole in the silicone segment is excessive stretching of the silicone tubing during installation of the infusion set into the pump, causing mirco-tears in the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ infusion set tubing was defective and failed to fill the IV bag, instead leaking from the upper tubing fitment onto the floor. The following information was provided by the initial reporter: "alaris pump displayed 42 ml of medication to be infused. However, the IV bag was empty. Fluid was noted on the floor." "We tested this set and found the issue to be with the infusion set, specifically the top end of the silicone tubing directly under the upper tubing fitment. While the puncture is small and not noticeable by visual inspection, fluid droplets were observed to be forming in that area."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ inufsion set tubing was defective and failed to fill the IV bag, instead leaking from the upper tubing fitment onto the floor. The following information was provided by the initial reporter: "alaris pump displayed 42 ml of medication to be infused. However, the IV bag was empty. Fluid was noted on the floor." "We tested this set and found the issue to be with the infusion set, specifically the top end of the silicone tubing directly under the upper tubing fitment. While the puncture is small and not noticeable by visual inspection, fluid droplets were observed to be forming in that area."